Event description:
The plaintiff, alleges that while working as an rn, plaintiff wore and was exposed to antigenic natural latex proteins in latex gloves. Plaintiff alleges that in 1999 plaintiff was diagnosed by the dr as being allergic to latex. Plaintiff further alleges that plaintiff is now subjected to increased health risks and may no longer work in any medical or healthcare type facility including hospitals, clinics, or private practice offices. Furthermore plaintiff alleges that plaintiff is subject in the future to one or more anaphylactic reactions to latex products. Also plaintiff alleges that plaintiff has suffered substantial injury, pain and suffering, economic loss, medical expenses, loss of wages, humiliation, anxiety, embarrassment, outrage, severe mental suffering and emotional distress. Finally, the plaintiff's spouse, alleges that they have suffered the loss of support, services, consortium, and companionship of their spouse.